Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device implant, oversensing due to noise was noted on the right ventricular (rv) lead. Visual inspection confirmed lead damage. The insulation damage to the rv lead was repaired with silicone and a suture sleeve. The rv lead remains implanted. The patient will continue to be monitored and was in stable condition.